Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6) . [Illegible signature]. Anesthesia record. Weight 130 kg. Procedure: laparoscopic ventral hernia repair. Asa 3. History of abdominal pain, lumbar 4-5 ruptured disks, gastrointestinal bleeding, obesity, colon resection; 2005. On (B)(6) 2009: (B)(6) regional medical center. (B)(6) (proxy); (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: ventral hernia repair with mesh. Assistant: dr. (B)(6) . Anesthesia: general. Procedure in detail: ¿diagnostic laparoscopy was previously performed and revealed the patient had a very large hernia and extensive adhesions. Therefore, I felt the patient was better done with operative approach. Skin incision was made. The skin incision was taken down to the subcutaneous tissue, down to where the hernia defect was identified. The bowel was freed up circumferentially from the anterior abdominal wall; then the fascia was freed up circumferentially between the subcutaneous tissue and the fascia, followed by this, a normal layer of dualmesh was then used with the brown side facing the bowel. It was secured to the anterior abdominal wall with zero prolene as a continuous running suture. This was done in quadrants from the 12 to 3, 3 to 6, 6 to 9, and 9 to 12 o¿clock position. The patient had a good hernia repair. Then two jackson-pratt drains were placed. Subcutaneous tissue was closed with zero vicryl. Skin was closed using staples. Drains were secured to the skin using 3-0 nylon. The patient tolerated the procedure well. Sponge and needle count were noted to be correct. The patient was stable at the end of the procedure.¿ on (B)(6) 2009: (B)(6) regional medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 05864667. W.l. Gore & associates. Abdomen (ventral hernia). The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/05864667) was implanted during the procedure. On (B)(6) 2016: (B)(6) regional medical center. (B)(6) , md. Anesthesia record. Asa 2. On (B)(6) 2016: (B)(6) regional medical center. (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia, incarcerated. Postoperative diagnosis: ventral hernia, incarcerated. Assistant: dr. (B)(6) . Assistant: topical anesthesia. Details of the procedure: ¿the patient was prepped and draped in the usual sterile fashion. After receiving general anesthesia, the previous scar was excised. This skin incision was taken down through the subcutaneous tissue to where the hernia sac was identified. The hernia sac was dissected in a circumferential manner. The fascia was identified and freed up in a circumferential manner anteriorly and posteriorly. The patient had a very large hernia defect. Component separation was performed, [sic], however, this required an onlay of mesh. This was a dual mesh replaced with 0 prolene as continuous running suture. The skin was then closed with 3-0 vicryl. An occlusive dressing was applied. The patient tolerated the procedure well. Sponge and needle counts were noted to be correct. The patient was stable after the procedure.¿ on (B)(6) 2016: (B)(6) regional medical center. (B)(6) , md. Anesthesia record. Asa 2. Procedure: ventral hernioplasty; general. On (B)(6) 2016: (B)(6) regional medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 12858929. Expiration date: 6/2017. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/12858929) was implanted during the procedure. On (B)(6) 2016: (B)(6) regional medical center. Implant sticker. Gore® dualmesh® plus biomaterial. Ref number: 1dlmcp07. Serial number: (B)(6) . Expiration date: 2018-06-30. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/14196860) was implanted during the procedure. On (B)(6) 2016: (B)(6) regional medical center. Lab. Albumin 1.8 low. On (B)(6) 2016: (B)(6) regional medical center. (B)(6) ; john termini, md. Anesthesia record. Asa 3e. On (B)(6) 2016: (B)(6) regional medical center. (B)(6) , md. Anesthesia record. Asa 4. Procedure: laparotomy exploratory; general (abdomen). On (B)(6) 2016: [missing records: records for the CT scan showing ¿approximately 25% dehiscence of mesh¿ were not provided.] On (B)(6) 2016: (B)(6) regional medical center. (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative diagnosis: recurrent ventral hernia secondary to dehiscence of mesh. Postoperative diagnosis: recurrent hernia with dehiscence of mesh and small bowel perforation. Indications for surgery: the patient had a CT scan which showed approximately 25% dehiscence of the mesh. There was no appearance of bowel perforation or bowel ischemia. However, the patient had an increased bandemia to 10, was not spiking a fever but felt that the mesh needed to be removed because of its risk for infection and potential complications associated with the mesh. In discussion with the family, there was some disagreement about proceeding with surgery between the sister and the niece. In addition, the patient stated that he did not want to undergo surgery. However, after lengthy discussion with the patient and the family members expressing the recommendations to remove the mesh in that there was a risk of it leading to infections and other related complications, the sister was interested in obtaining a 2nd opinion. I stated that I could not identify a surgeon to do a 2nd opinion. However, she stated that she would identify a surgeon and let the nursing on the floor know so that we could request a consent. This discussion occurred on sunday and again on monday the patient was seen. I spoke with the sister and the niece again, and the niece at that time was willing to proceed with surgery. However, the sister was not agreeable at the time and again spoke about a 2nd opinion. There was also discussion as far as the family talking with the patient. Again, the niece was agreeable to surgery. The sister stated she would come out later that day and talk with the patient in regard to the decision about surgery. Later in the day, I was notified that there was bowel appearing contents coming from the midline wound which was new. Prior to this, his wound was dry and without drainage. [Sic] the nurse please notify the sister to please come and discuss with the patient regarding surgery, in addition for the sister to also make a decision as far as whether to proceed with surgery or seek a 2nd opinion. In the later afternoon I was notified by the nurse that the sister and the patient were now agreeable to surgery. I therefore scheduled the surgery to be performed and it was scheduled later on in the early evening. Findings at time of surgery: ¿exploration after opening the skin and small bowel content fluid within mainly the subcutaneous tissue. Patient is very large and I collected a large amount of bowel content from this, and this was cultured. There was not spillage intra-abdominally but mainly into the subcutaneous space which in this patient was a large area and large volume. The bowel was adhered to itself, and the patient has had this incarcerated hernia and some of the bowel had already been adhesed but there was a small bowel perforation found and it appeared to be a relatively recent occurrence. However, the tissues were too adhered together to separate out the tissues to do a resection of small bowel. Therefore, I hemodialysis [sic] to close the area of perforation primarily with 3-0 vicryl. I did not imbricate it because I felt that the tissues were too friable but vicryl stitch was run from proximal to distal the area of the perforation which was approximately 3 mm opening and then it was run distal to proximal and tied, and there was no leakage once this was performed. However, this was an inflamed area and the question is whether or not it would be able to hold sutures. There was no other area of perforation and no other area of bowel injury. The old mesh as well as the new mesh was removed. These were both dual meshes.¿ details of procedure: ¿the patient was prepped and draped in the usual sterile fashion. After receiving general anesthesia, the nylon suture was removed. The abdomen was opened, with the findings which were noted, and copious amounts of irrigation were performed. The abdomen was explored and the one area of perforation was found. This was closed with 3-0 vicryl suture from proximal to distal and distal to proximal and no leakage was noted at the end of this portion of the procedure. I removed the old mesh as well as the new mesh. The old mesh was removed from the sides. At least 50% of the [sic] was removed as well as the surrounding sutures. Part of the ventral hernia was opened further distally since more of the bowel was protruded and it was not feasible to put this bowel back in the abdomen or attempt to close. The abdominal domain would not allow this to occur, so it was best to allow the bowel to lay outside of the abdominal wall into the subcutaneous tissue. The subcutaneous tissue in the abdomen was irrigated with copious amounts of antibiotic irrigation. I did not want to put a wound vac in because of the risk of causing the small bowel [sic] to become worse. I did add tisseel glue over the small bowel repair. After irrigating copiously with antibiotic irrigation, I then closed the abdomen [sic] the skin using staples placed very close together. An occlusive dressing was applied as well as an abdominal binder. The patient tolerated the procedure well. Estimated blood loss was approximately 100 ml patient was stable after the procedure.¿ on (B)(6) 2016: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2016 procedure was not provided.] On (B)(6) 2016: (B)(6) . (B)(6) , md. Pathology report. Accession: (B)(4). [Poor copy quality]. Clinical data: recurrent ventral hernia. Final pathologic diagnosis: tissue is submitted as ¿old abdominal mesh¿, excision: synthetic material, focal foreign body giant cell reaction, and blood clot. No neoplasm identified. Tissue submitted as ¿new abdominal mesh¿, excision: synthetic material (gross diagnosis only). Specimen(s) submitted: gross description: old abdominal mesh: in formalin, labeled ¿old abdominal mesh¿ are two portions of tan-red mesh with attached hemorrhagic fibrofatty soft tissue aggregating to 13 x 12 x 5.5 cm. The cut surfaces are mixed fibrofatty with an area of hemorrhage underlying the synthetic mesh. Representative sections are submitted in one cassette. New abdominal mesh: in formalin, labeled ¿new abdominal mesh¿ is an approximately 28 x 22.6 cm portion of tan-red synthetic mesh material. No sections are submitted, gross only. On (B)(6) 2016: (B)(6) regional medical center. (B)(6) , crna; (B)(6) , md; (B)(6) , crna. Anesthesia record. History hernia repair, exploratory laparotomy with mesh removal, small bowel repair and abdominal washout, colon surgery; 2005, benign prostatic hyperplasia. Alcohol use. Review of systems: chronic pulmonary obstructive disease/emphysema, obesity, ileus, post op acute renal failure. Weight 287 lbs., bmi 35.96. Asa 3. On (B)(6) 2016: (B)(6) regional medical center. (B)(6) , md. Operative report. Assistant: dr. (B)(6) . Type of anesthesia: general. Findings at time of surgery: patient with a recurrent ventral hernia, intraabdominal abscess, subcutaneous abscess formed by leakage from small bowel fistula. The degree of small bowel fistula was less. The tisseel was still over it, but it was present, and this was reinforced with a 3-0 vicryl continuous running suture. Details of the procedure: ¿patient was prepped and draped in the usual sterile fashion. After receiving general anesthesia, the previous staple line was removed, with the findings which were noted. Patient was irrigated with 3 liters of tab irrigation, and then the area of the small bowel minor leak was closed with 3-0 vicryl as continuous running suture and tisseel was reapplied over the area. The skin was then closed using staples and an occlusive dressing was then applied with telfa, 4 x 4¿s, abdominal pads, and medipore tape, followed by the abdominal binder. The plan is to bring the patient back on friday to reassess the fistula repair, and the plan is not to reenter the abdomen unless necessary. Patient tolerated the procedure well.¿ estimated blood loss: approximately 10 cc. Counts: sponge and needle count were noted to be correct. The patient was stable at the end of the procedure. On (B)(6) 2016: (B)(6) regional medical center. (B)(6) , md; (B)(6) , crna. Anesthesia record. Asa 3. Procedure: laparotomy exploratory; general (abdomen). Pre-operative diagnosis: small bowel leak. On (B)(6) 2016: (B)(6) regional medical center. Lab. Albumin 1.5 low. On (B)(6) 2016: (B)(6) regional medical center. (B)(6) , md. Operative report. Preoperative diagnoses: ventral hernia. Enterocutaneous fistula. Abdominal abscess. Postoperative diagnoses: ventral hernia. Enterocutaneous fistula. Abdominal abscess. Procedure performed: re-exploration. Drainage of intraabdominal abscess. Closure of small-bowel fistula. Assistant: dr. (B)(6) . Anesthesia: general. Details of procedure: ¿the patient was prepped and draped in the usual sterile fashion. After receiving general anesthesia, the sutures were removed. Midline wound was opened. The patient had an area of small bowel leakage approximately 300 ml. This was suctioned until dry. There was area of small bowel, area of the fistula. This was closed with 3-0 vicryl and then lembert with 3-0 silk gi. Abdomen was irrigated with warm normal saline. Mallencot drain was placed followed by a 19 blake drain and this was secured to the skin using 2-0 nylon. The skin was closed with 3-0 vicryl as continuous running suture after irrigating the abdomen out. Occlusive dressings were applied. Patient tolerated the procedure well. Sponge and needle count was noted to be correct. The patient was stable at the end of the procedure.¿ on (B)(6) 2016: (B)(6) regional medical center. Nurse¿s note. Abdominal binder. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records including operative report for diagnostic laparoscopy that revealed ¿a very large hernia and extensive adhesions¿ were not provided.] (B)(6) 2016: (B)(6)center. Report of operation. Specimens. Cultures ordered: yes. Specimen description: abdominal fluid. Tests requested: aerobic and anaerobic. Specimen description: old and new abdominal mesh. Tests requested: routine. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05864667. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records including operative report for diagnostic laparoscopy that revealed ¿a very large hernia and extensive adhesions¿ were not provided.] (B)(6) 2016: (B)(6). Report of operation. Specimens. Cultures ordered: yes. Specimen description: abdominal fluid. Tests requested: aerobic and anaerobic. Specimen description: old and new abdominal mesh. Tests requested: routine. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 & (B)(6) 2016 whereby three gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: gore® dualmesh® plus biomaterial. Additional event specific information was not provided.